Event description:
It was reported that a large volume infusor underinfused. The reporter stated that the device had been filled with 240ml of solution, and the expected therapy time was 48 hours. However, after 48 hours, about 100ml of solution remained in the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from may 21, 2014 to may 22, 2014. The device evaluation was completed for the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing was performed, passing successfully as flow rates were found to be within specification. The reported issue could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.